Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported via a manufacturer representative on 2017-05-16 that there were MRI issues. It was reported that the patient had cervically placed percutaneous leads went in for an MRI of the c-spine on (B)(6) 2017. The patient could not tolerate the scan for more than a couple of minutes because they ¿started feeling burning down both of [their] arms¿ to their fingertips. After the scan the patient continued to have similar residual effects. The patient¿s spouse contacted the manufacturer representative on (B)(6) and a meeting was scheduled. It was reported that the discomfort which was described as burning down the arms was persistent for 24 hours after the scan and was now intermittent with a burning sensation that was still present but less intense. It was reported that the patient complains of an ache in their forearms which was also intermittent. The manufacturer representative spoke with the MRI department directly regarding this event. It was reported that patient¿s c-spine MRI was scanner for less than 1 minute with a total of 15 slices being obtained with none of them in high resolution imaging as the MRI technician was only able to obtain the localizer sequence. Additionally, the MRI technicians were able to reconfirm that the settings under which the patient was scanned were all within the guidelines of the manufacturer¿s labeling. The patient had been thoroughly instructed on how to put the stimulator in MRI mode. The MRI facility had all proper documentation on how to conduct the MRI on this system and confirmed that the patient put themselves in MRI mode via the icon on their patient programmer. The patient was seen by the manufacturer representative on (B)(6) 2017 to see if reprogramming would help with the discomfort down their arms. Per the patient, the discomfort was intermittent and agreed to try the new programs if or when the pain returned. The managing health care professional (hcp) was notified or the reprogramming. The hcp would follow-up with the patient in the next few days and notify the manufacturer representative of the follow-up date and outcome. The issue was not yet resolved however no surgical intervention was planned or performed at the time of the report. The patient was alive with no injury. Patient weight and medical history were asked but would not be made available. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the stimulator was implanted for pain in the occipital region or upper facets. It was reported that the patient was having a c1-c6 MRI scan that was not related to the device or therapy. The MRI was for pain. It was reported that the manufacturer representative walked them through how to determine MRI eligibility and had called technical services to confirm that information. It was reported that the patient had the MRI on wednesday. When they started the MRI it induced a current in the device and the patient¿s hands started to burn. The MRI had to be stopped. As of the morning of the call, the patient could still tell that ¿something was weird or different.¿ no further complications were reported.